Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a short battery life with a sudden drop in voltage leading to a call service (B)(4) warning. The battery cap was undamaged and able to fit. Evidence of moisture corrosion was found in the battery canister and on the battery cap. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The pump cover was removed to find no further moisture or any intermittent conditions to the continuous glucose monitoring module or to the printed circuit board. Unrelated to the original complaint, the display was dim and red. Additionally, the battery compartment was cracked at the threads on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.